Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank) issue. It was reported that nothing could be seen on the display screen after the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: during investigation, a review of the pump alarm history showed a cs 054 call service alarm, which may cause the display to be blank for several minutes. The powered on and the display functioned appropriately. The pump audible tone and vibratory features functioned properly. The complaint of a blank screen was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.